Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, crease fold, red particles in the shell and opening on radius. A visual and microscopic analysis was performed which identified: crease sharp opening on radius and anterior, wear abrasion and stress marks. Observed what appears to be like crater appearance on shell surface. Base on the device analysis the final assessment is: an opening crease sharp on anterior and radius assessed as fold flaw opening

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Device remains implanted.